Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator produced an e433 error. The event occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the hvps board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.